Event description:
It was reported that on (B)(6) 2026, the patient experienced a bent infusion set cannula event on the first day of use, which led to hyperglycemia. The patient¿s blood glucose level was reported to be 228 mg/dl. The event was managed with insulin administered via a pen.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.